Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for ketoacidosis. The blood glucose results at the hospital were not provided. The patient was treated with insulin manually at the hospital. The patient was in the hospital for 3 days. No further information was provided. The infusion device was requested to be returned for product evaluation.